Manufacturer narrative:
(B)(4). The reported patient effect of stenosis, as listed in the promus everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of a coronary scaffold in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2013, 1169 days post index procedure, the patient underwent angiography and on (B)(6) 2013 was diagnosed with multi-vessel coronary artery disease. On (B)(6) 2014, 1173 days post index procedure, the subject was diagnosed with 50% mid stenosis of the left anterior descending (lad) artery in which the promus stent was implanted. This was treated with coronary artery bypass grafting x5 with left internal mammary artery to the lad. No additional information was provided.